Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed. Field service engineer (fse) inspected the system onsite and confirmed that the system was producing x-rays intermittently. A review of the system log files fse found that there had a tube arcing error. Fse cleaned hv cable and performed tube adjustment. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-rays were not produced. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.